Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump did not recognize the filled cartridge during the load step and pushed out all the insulin. The patient reported this occurred with a second cartridge as well. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box revealed several "no cartridge detected: warnings and "loss of prime" warnings associated with zero and low force. Review of the alarm history revealed no alarms related to the complaint. An "ezprime" operation was performed and during the load step, the pump did not recognize the cartridge and pushed all the fluid out and a "no cartridge detected" warning was emitted. The force sensor was found to be out of calibration and the force sensor resistance measurement was out of specification. The pump was opened for investigation and revealed an intermittent/broken trace at the force sensor pin. Unrelated to the complaint, all of the keypad buttons were found to be intermittently unresponsive and difficult to press. There was no physical damage to the keypad. The keypad cover was removed for investigation and revealed contamination under the button contacts. Recall: 2531779-03/24/2010-003-r.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.